Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that prior troubleshooting was unable to resolve the issue.